Manufacturer narrative:
Evaluation summary: the event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one (1) egia60axt. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a video assisted thoracoscopic wedge resectioning, the device did not fire. No patient injury or extension in surgical time.